Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the resin part of the image guide coil falling was caused by chemical stress or physical stress. The event can be detected/prevented by following the instructions for use which state: ¿ warning: do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Do not coil the endoscope¿s insertion tube, universal cord or the video cable with a diameter of less than 10 cm. The endoscope can be damaged if coiled too tightly. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a cut on the connecting tube, the bending section cover adhesive was chipped, the connecting tube was dented, the connecting tube coating was peeled, the light guide bundle was broken, the image had white dots due to damage on the charged coupled device (ccd) unit, the switch box was dirty, the control unit was dirty, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal end of the visera rhino-laryngo videoscope was defective and the resin part of the image guide coil falling off. The issue was found during reprocessing after a diagnostic procedure. The procedure was completed with the scope. The scope was inspected prior to use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and parts of the connecting tube had fallen off. The report is being submitted due to parts falling of the scope found during evaluation.